Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer¿s blood glucose was in 126-128 mg/dl range. The customer replaced the cartridge and continued insulin therapy.